Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 35 is found in the downloaded history files due to force sensor zero offset out of specification. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that critical pump error image was display on the insulin pump screen. Blood glucose was 7.7 mmol/l. It was also reported that insulin pump had pump error alarm. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshooting. The insulin pump will not be returned for analysis.